Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged barrett's esophagus and a cough while using the device. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 11, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information allegation issue related to a CPAP device's sound abatement foam. The patient have alleged of having barrett's esophagus and a cough. Sections b1, h1, h6 have been corrected in this report as follows: section b1 was corrected for product problem (adverse event and product problem was checked in the previous MDR). Section h1 was changed from serious injury to malfunction. Section h6 health effects - impact code was corrected.